Event description:
It was reported by a clinical specialist (cs) that while trying to interrogate a device, an error message was received stating that the programmer needed a software update. Another programmer was used to complete the interrogation and the software update was done at a later date. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).